Event description:
Reporting status: malfunction. Reporting rationale: failure to advance is an issue known to require intervention to prevent permanent impairment/damage. Device issue: failure to advance. It was reported that the graftmaster did not cross to treat a perforation located in the mid right coronary artery (rca). The perforation was caused by another company's guiding catheter. The perforation sealed without treatment. Reportedly, there were no pt effects. No add'l event or pt info is available.